Event description:
As the physician was finishing the suture, after inserting the umbilical venous catheter, the catheter broke leaving several centimeters in the baby. The baby was transported to another hospital where the catheter was retrieved without surgical intervention.